Event description:
It was reported that when removing the needle from the safe step, there were several cases where the needle could be stored, but it felt like it was getting caught. There was no reported patient injury. No other information was provided. A specific number of affected patients or devices was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.